Event description:
It was reported that the patient had generator replacement due to the generator slipping between her breasts and extruding through the skin. During surgery, the generator was replaced and secured deeper into the muscle with a non-absorbable suture to prevent migration again. One month after surgery, the patient was doing well and the wounds had completely healed. Follow-up with the physician reveals that no casual or contributory medication or diet changes preceded the onset of the events. No patient trauma or manipulation was reported. Per the surgeon, a non-absorbable suture was not used to secure the generator during initial implant surgery. The device cannot be returned to the manufacturer for analysis.